Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a broken metal piece stuck in the suction cylinder and a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the broken metal piece stuck in the suction cylinder, the cause was due to the device becoming worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. And for the noisy image, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.